Event description:
The device was used during a video assisted thoracic surgery lobectomy procedure. Reportedly, after surgery, the surgeon found the retaining pin disengaged into the patient's cavity. The surgeon performed a thoracotomy and removed the component. The hospital has reported the patient's condition is satisfactory.